Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that their changed in activity levels might have caused the sudden strong stimulation. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The patient stated he had the stimulation set at 6 or 7 and it was been fine. However, all of the sudden the stimulation started being stronger. Patient stated he wanted to decrease it but needs assistance on how to do it. The patient reported seeing poor communication when trying to sync with ins. After adjusting antenna, patient stated this resolved and patient was now seeing home screen and was able to decrease. Patient stated now his is on 7 but later clarified he meant 0.7 and it's comfortable. Patient stated he just wasn't able to decrease stim because he was seeing poor communication and didn't have antenna over the right spot. Troubleshooting resolved reported issue. There were no further symptoms or complications reported or anticipated.